Manufacturer narrative:
The evaluation conclusion code was updated.

Manufacturer narrative:
The sample was requested for investigation but could not be provided. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 module, serial number (B)(6). The sample initially resulted in a troponin t hs value of 200 ng/l. A rerun confirmed the result. No specific value was provided. The result was reported outside of the laboratory and questioned by the physician as it did not match the clinical picture of the patient. The patient was also tested for troponin I using the abbott method, resulting repeatedly in a value of 3 ng/l. This value was deemed correct.